Event description:
It was reported via phone call that the customer was hospitalized with diabetic ketoacidosis from (B)(6) 2015 to (B)(6) 2015. The customer experienced nausea, cold sweats and vomiting. Blood glucose value at the time of admission is unknown. The customer was wearing the insulin pump at the time of hospitalization. No troubleshooting performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.